Event description:
It was reported that during an unk procedure the shears were deployed according to MFR's instructions. Worked fine for approximately 10 minutes. The device failed to operate approximately 10 minutes into the procedure. The blade was cleaned and tried again, however, failed to operate again. Another device was used to complete the case with no pt consequence.